Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2020-00979.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and non-penumbra microcatheter. During the procedure, the physician placed multiple smart coils in the target vessel using the microcatheter. Next, while advancing the last smart coil (2mm x 4cm) into the aneurysm, the physician experienced resistance and the smart coil became stuck; therefore, the physician decided to remove the smart coil. However, while retracting the smart coil (2mm x 4cm), it was reported that the smart coil pulled one of the previously placed smart coils that was in the aneurysm back into the microcatheter. It was also reported that it is unknown which of the previously placed smart coils (2mm x 6cm or 3mm x 6cm) was pulled out of the aneurysm. The physician then re-advanced the smart coil (2mm x 4cm) and, subsequently, the previously pulled smart coil was released. The smart coil (2mm x 4cm) was not deployed and, therefore, it was removed. Afterwards, the physician noticed the tail of the smart coil that was pulled out of the aneurysm was in the ica. The physician then deployed a stent to cover the coil mass and press the tail of the smart coil against the ica behind the wall of the placed stent. It was also reported that a clot was formed in the ica terminus involving the mca. The patient was on aspirin and plavix and the physician administered toradol and aggrastat to treat the clot. There was no report of an adverse effect to the patient.